Manufacturer narrative:
Findings: insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify missing segments/partial display due to display anomaly. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump's display was blinking and flashing. The customer¿s blood glucose level was 98 mg/dl at the time of the incident. There is no indication of issue being resolved by troubleshoot. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is expected to be returned for analysis.